Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that at the end of a post-partum bilateral tubal ligation, there was a blister on the left side of the patient abdomen. It was also noted that the surgeon had placed a damp ped lap sponge on the skin while using the ligasure device.